Event description:
A ventilator was returned to a third party service center for evaluation. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure related to the interface pca board and the active exhalation control module was observed. The device's interface pca board and active exhalation control module were replaced to address the issue.